Event description:
It was reported that the patient indicated heart rate dropped from 130 beats per minute (bpm) to 60 bpm while exercising.  The crt-d remains in use.  It was also reported that the remote transmission showed t-wave oversensing (twos) and the right atrial (ra) lead exhibited possible oversensing on current electrograms (egm).  The left bundle branch right ventricular (rv) lead and ra lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up communication that the patient experienced symptomatic bigeminy from left ventricular (lv) lead pacing. The lv lead was programmed off and remains in the patient. The rv lead sensitivity was reprogrammed.